Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed. Since there was no sample available, the exact root cause could not be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor attempted to insert the angio5seal 6f sheath into the artery. The doctor found a bit of a kink at the mouth of the sheath. Then the doctor attempted to insert the sheath gently with twisting motion, however they found unusual resistance while inserting the sheath and the sheath bent. The doctor removed the device and continued with a new unit and there was no issue with the new unit. The case was done. There was no patient injury/medical or surgical intervention required. The patient was reported to be stable with no complication. The procedure was completed successfully. Additional information was received on 20may2021. The procedure performed was a percutaneous coronary intervention (pci).